Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours. The patient reports the pod adhesive had come loose and the cannula had dislodged from the infusion site. The patient had a fever of 101 degrees and experienced purulent discharge and pain at the pod infusion site (abdomen). The patient removed the pod. The patient went to their doctors office where they were diagnosed with cellulitis and was prescribed bactroban. The patient was at the doctors office for 1.5 hours. The patient was advised to go to their own health care provider if the infection does not improve. The following day the patient went to their own health care provider and was prescribed doxycycline. After 2 days the patient contacted their doctor and a prescription of keflex was given to the patient. The doctor advised the patient to go to the emergency room for antibiotics if the infection does not improve. The next day the patient had gone to the emergency room and the doctor stated " the infection was actually getting better". Blood work was performed and it was found that the patients lactic acid was high and their potassium was low. The patient was treated with intravenous fluids as well as a potassium pill. After an hour the patients levels stabilized. The patient was discharged from the hospital after 5 hours.